Manufacturer narrative:
The cause of death was not identified and could be caused by the epc controller. The original event is reported under MFR # 2916596-2019-05291. The reported event of pump stoppages and red heart alarms was confirmed during analysis. The evaluation of the returned system controller serial number (B)(4) revealed damaged drive circuit components. As a result the system controller was not able to operate a test pump in primary mode during analysis. Most of the data contained in the log file appeared corrupted. The readable data revealed events where the controller was unsuccessfully attempting to start the pump. There were various alarm conditions recorded including low flow hazard and low speed hazard alarms accompanied by elevated power (20.0-33.0w) and pi (10.0-16.5) values. The damaged drive circuit components and the log file data appeared consistent with the investigation findings of the returned driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to pump stoppage with cardiac arrest. The customer stated that the patient was on power module when red heart alarm started. The patient switched the power source to batteries but the red heart alarm persisted. The patient and the patient's spouse swapped backup system controller which did not resolve the issue. The patient lost consciousness and was sent to the emergency room. Autopsy will be performed. The manufacturer's technical service representative reviewed the submitted log file and observed that the device was connected to power for about a minute. The pump continued to have speed below the set speed of 8800 rpm, and the pump powers were 20w or more at time in order to maintain the set speed. It is possible that the cause was due to the potential damage to the driveline. The device struggled to main set speed and the system controller continuously reset the internal clock to zero. The patient was using battery power during this period and the log file shows odd voltages with the black power lead disconnected the majority of the time. The last few entries in the log file shows that the driveline was disconnected. The time of when this occurred is difficult to discern due to clock reset and epc controller does not have a month/day/year timestamp like the other newer version of system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump stoppages and red heart alarms was confirmed during analysis. The evaluation of the returned system controller serial number (B)(4) revealed damaged drive circuit components. As a result the system controller was not able to operate a test pump in primary mode during analysis. Most of the data contained in the log file appeared corrupted. The readable data revealed events where the controller was unsuccessfully attempting to start the pump. There were various alarm conditions recorded including low flow hazard and low speed hazard alarms accompanied by elevated power (20.0-33.0w) and pi (10.0-16.5) values. The damaged drive circuit components and the log file data appeared consistent with the investigation findings of the returned driveline. Patient handbook, operating manual, instructions for use covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook. Important warnings relating to pump stops are described in patient handbook, operating manual 103884, and instructions for use. No further information was provided. The manufacturer is closing the file on this event.